Event description:
The sites in-house technician reportedly disabled dynamic steering function while in the system's "service" mode, prevented the interlock. This resulted in an unplanned asymmetry machine output during treatment, which resulted in an incorrect initial dose to multiple patients. Subsequent treatments were reduced accordingly to achieve the overall desired treatment plan. The factory's analysis found no evidence of a device malfunction associated with this issue. It is important to note that access to "service" mode requires a password and includes a clear warning via a splash screen describing the risk involved in changing parameters. The password is company confidential unless the customer has completed a certified training on the use of the settings in "service" mode. The customer is supposed to share this password with trained (certified) personnel only. H5 other serious: potentially incorrect administration.